Manufacturer narrative:
Shape memory medical complaint reference number: (B)(4). Based on the information received, patient was being treated for type ii endoleak using imp-fx-12 devices on (B)(6) 2024. 70 devices were deployed to the target site as intended without any incident using 6 fr jr4 cordis sheath. While withdrawing the delivery sheath from the aortic access, the patients blood pressure immediately dropped (~25mm systolic pressure drop). A venogram revealed a small extravasation from the ivc. A sacogram did not identify any rupture. Within a short period, patient flatlined. Resuscitation had started, however the patient did not recover and expired. No further information related to the patient's death could be obtained from the physician attending the case. Smm received the pre-op images and these were reviewed with a physician, not present at the case, who is an experienced clinical user and advisor of smm devices. No root cause for the incident could be established. A review of lot history record and accompanying lot release report identified no quality issues related to the device performance. Out of the (B)(4) imp-fx-12 devices used for the treatment, (B)(4) belong to lot#: f23090101u and (B)(4) belong to lot#: f23100701u. This initial report identifies device 1, imp-fx-12, lot#: f23090101u. A separate initial report will be filed to identify device 2, imp-fx-12, lot#: f23100701u. A follow-up report will be filed if additional information is received.

Event description:
Patient was being treated for type ii endoleak using impede-fx embolization plug (imp-fx-12) device. Transcaval access was gained and 70 plugs were delivered to the target site without any incident using a 6fr jr4 (cordis) sheath. After completion of the deployment while withdrawing the delivery sheath from the aortic access, the patients blood pressure immediately dropped. Resuscitation was started however the patient did not recover and expired.